Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level increased to 595 mg/dl. With high ketones level that a healthcare provider determined to be dangerous/life threatening. As a result, customer required assistance from ER and was hospitalized. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.